Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 3.5 x 19 mm graftmaster covered stent was implanted to seal a perforation; however, it was noted that there was still a leak at the distal end of the graftmaster stent. A 4.0 x 16 mm graftmaster stent was implanted to completely seal the perforation. There was no adverse patient sequela reported. No additional information was provided. No additional information was provided.